Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the withdrawal was resolved after the pump was replaced.

Manufacturer narrative:
H6 update: the previously indicated conclusion code has been replaced with d03. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the patient's pump replaced on (B)(6) 2024. The motor stall had not resolved. The pump would be returned. No further information was reported.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis identified that the outlet port o-ring was damaged which resulted in a leak. Analysis noted that the edging of the 0-ring was caught between the fitting and bulkhead when removing, and there was a slight twist in the o-ring. H6 correction: the patient code / annex e imee code e2403 was previously coded in error and was since replaced with e2402. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen (50 mcg/ml at 90mcg/day) and sufentanil (50mcg/ml at 90 mcgr/day) via an implantable pump. It was reported that a critical pump alarm occurred and the patient experienced withdrawal. The pump was interrogated.  A critical pump alarm regarding motor stall occurred on 2024-jul-16 at 12:27. There were no known factors that may have led or contributed to the issue. The issue was not resolved as of 2024-jul-17.  The patient was without injury regarding their status as of 2024-jul-17.  Pump replacement was planned.  Pump explant was scheduled for 2024-jul-19.  The pump is to be returned to the manufacturer. The patient's medical history, age, and weight at the time of the event was unknown.

Manufacturer narrative:
The date (B)(6) 2021 is considered an approximate date of pump implant (specific month and year known only). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.